Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe had a molding defect. The following information was provided by the initial reporter: 5 ml bd leur-lok tip syringe opened to draw up medication. Plastic piece noted at tip that could easily come off and be injected into patient.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. Through visual inspection printed scale missing observed. The observed condition was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 2040099 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.